Event description:
On (B)(6) 2012, the patient claimed that since she started using her new cartridge supply yesterday, she got repeated occlusion alarms. At the time of concern, her blood glucose ran between 500-600 mg/dl while taking correction insulin via the pump. There was no product misuse. The patient reportedly was trained on the animas insulin pump system and loaded the insulin into the cartridge per instruction for use. The subject cartridge is no longer available to be sent back for investigation. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, intentional misuse, or product malfunction contributed to the event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201783 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.